Event description:
It was reported that the customer had an issue with the keypad on the insulin pump. Customer stated that the insulin pump she is using is not hers, but it was given to her by her health care professional. Customer stated that the pump stopped working. Customer was advised that troubleshooting could not be performed because the pump was not in her name. Customer was advised to have the health care professional call to troubleshoot the insulin pump. Customer stated that she stopped using her pump because her blood glucose levels were getting out of control. Customer reported that her pump stopped working a year ago. Customer was transferred to a fully trained medtronic tech to troubleshoot her insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.